Event description:
Inventory of 5 introcan safety IV (intravenous) catheter 24g needle is bent inside the sealed package upon delivery. Unable to use due to defect. The four other needles that were defected were discarded in a sharp¿s container. One defective needle saved to be returned to manufacturer for evaluation. Reference reports: mw5117137, mw5117139, mw5117140, mw5117141.